Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that starting in (B)(6) 2018, the patient¿s implantable neurostimulator pocket site is painful and sore to the t ouch. The patient noted that she was (B)(6) at the time of implant and that she has lost so much weight hat the site has become tender. There were no diagnostics performed and no actions or interventions had been taken at the time of the report. It was unknown if a surgical intervention was planned to resolve the issue. The patient¿s medical history includes a brain tumor and chronic pain. Additional information was received from the patient. It was reported that the patient was planning to consult with the neurosurgeon to have the device repositioned in the right buttock due to pain. The pain occurred when laying supine, sitting in certain chairs, and the driver¿s seat of car if bumped in a certain position. The patient mentioned she lost 28 pounds since implant. No further complications were reported.